Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. There were no discrepancies discovered during the device history record (DHR) review . Manufacturing calibration readings were all in specification. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the battery door was cracked. A review of the event history log identified invalid syringe size alarm in history. During functional testing using the reported issue was duplicated. The size pot pin slipped out of the slide of the barrel clamp assembly and would not detect the size of the syringe and the barrel clamp guide was cracked and a piece was broken off. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. A corrective and preventative action has been opened to address the reported issue. Replaced barrel clamp rod and tapered spring.

Event description:
It was reported that the pump was out of specifications on the syringe size and would not calibrate. No patient injury was reported.